Event description:
It was reported by the sales rep that before an unknown procedure, it was found that the device was distorted when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: damaged cartridge fork. The analysis results found that the reload was received with the reload forks damaged and fully loaded with staples. Although no conclusion could be reach on what caused the reported event, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.